Event description:
The customer reported that the insulin pump had loose drive support cap and dome sticker on the insulin was missing. Customer's blood glucose was 142 mg/dl. Customer stated that basal rates are not delivering due to the drive support cap issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.